Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a no delivery alarm during a bolus. He stated that he was able to get insulin through the tubing with the plunger but that there was more resistance than normal. The blood glucose reading was 498 mg/dl. Customer was advised to run a 5 unit fixed prime and stated that the insulin did exit and that the insulin pump alarmed for no delivery. Customer ran a manual prime and stated that the insulin pump again alarmed for no delivery. Customer was advised to change the reservoir and infusion set. Nothing further was reported.